Event description:
It was reported stimulation was turning off and when the patient turns their stimulator back on they are not getting back to their right settings. It was noted the patient was very frustrated because of this situation. Later that same day it was reported "the patient spoke to someone and they were sending what they needed in the mail". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).